Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of distal tip detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-03333 addresses the first extractor pro retrieval balloon and manufacturer report # 3005099803-2015-03334 addresses the second extractor pro retrieval balloon. It was reported to boston scientific corporation that two extractor pro retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on an unknown date. According to the complainant, during the procedure, the tip of the balloon broke off inside the patient and was retrieved. The same event happened with the second balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed.